Event description:
The customer stated he was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated he changed the infusion set and used a new vial of insulin but continued having high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.